Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte-w ¿ IV catheter there was an issue with leakage. It was stated ¿the nurse found blood spilled from catheter near catheter adapter when withdrawn blood. Then the nurse wanted to remove the catheter from child, but the parent of child refused to do this. Infusion continued and no leakage was found. Leakage was found again during lock. No blood exposure to mucous membranes and no solution exposure to bare skin.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7265219. Investigation conclusion: the root cause of the reported issue could not be determined.